Manufacturer narrative:
This report is submitted on behalf of the MFR ((B) (4)) and the importer ((B) (4)). Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files were reviewed and indicated that the device was released according to the product specifications. The ring was returned and evaluated. No failure was detected and the ring was found to be within its specifications. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
The pt, suffering from colonic disease underwent laparoscopic sigmoid resection. End to end anastomosis was performed with the car device. On day 3 after the procedure, the pt was checked and a leak was detected. Re-anastomosis was performed by hand suture and the pt discharged on day 10 after the re-operation.